Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of catheter tip detachment. Imdrf impact code f2301 captures the use of foreign body forceps to retrieve the fragments. Block b5 has been updated with the additional information received on august 07, 2025. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the inner sheath and the nosecone detached. Product analysis confirmed the reported event of tip detachment and inner shaft/sheath detachment as the device was returned with the inner sheath and the nosecone detached. The investigation concluded that the observed damages were most likely related to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician. Additionally, the reported event of additional device cannot be confirmed, as it occurred during the procedure and lacks objective evidence or descriptive context to establish its cause. Based on all available information, the most probable cause of the reported event is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the duodenum to treat an obstruction in the descending portion of the duodenum during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure performed on (B)(6) 2025. During the procedure, the black catheter needle core of the advancer was found to have fractured and dislodged into the patient's body. The fragment was successfully retrieved using foreign body forceps. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. Patient history: the patient is a 75-year-old male patient with a compressive duodenal tumor. Additional information received on august 07,2025. It was reported that after the stent was successfully and fully deployed, the black catheter needle core of the advancer fractured and fell into the patient's body.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of catheter tip detachment. Imdrf impact code f2301 captures the use of foreign body forceps to retrieve the fragments. Block b5 has been updated with the additional information received on august 07, 2025 block h11: an axios stent and electrocautery enhanced delivery system was not returned for evaluation; therefore, product analysis could not be performed. However, the documentation provided includes photographs of the device. A media analysis was conducted, which shows the device without its inner sheath and nosecone. The media analysis did not confirm the reported event of tip detachment, as it only revealed the absence of the inner sheath and nosecone. Furthermore, without a proper evaluation of the physical device, the most probable causes contributing to the event remain unknown. There is insufficient evidence to determine whether the reported event was related to the technique of the physician during the procedure, anatomical conditions, or a device malfunction. Additionally, the reported event of additional device cannot be confirmed, as it occurred during the procedure and lacks objective evidence or descriptive context to establish its cause. Based on all available information, the most probable cause of the reported event is cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the duodenum to treat an obstruction in the descending portion of the duodenum during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure performed on (B)(6) 2025. During the procedure, the black catheter needle core of the advancer was found to have fractured and dislodged into the patient's body. The fragment was successfully retrieved using foreign body forceps. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. Patient history: the patient is a 75-year-old male patient with a compressive duodenal tumor. Additional information received on august 07,2025. It was reported that after the stent was successfully and fully deployed, the black catheter needle core of the advancer fractured and fell into the patient's body.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of catheter tip detachment. Imdrf impact code f2301 captures the use of foreign body forceps to retrieve the fragments.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the duodenum to treat an obstruction in the descending portion of the duodenum during an endoscopic ultrasound-guided gastroenterostomy (eus-ge) procedure performed on (B)(6) 2025. During the procedure, the black catheter needle core of the advancer was found to have fractured and dislodged into the patient's body. The fragment was successfully retrieved using foreign body forceps. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.